Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general)") and pulmonary thrombosis ("clots in lungs") in a 31-year-old female patient who had essure (batch no. A27192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system (batch no. Tu0150p) inserted for menstrual cycle management. Other product or product use issues identified: off label use of device "mirena used to regulate menstrual cycle" on (B)(6) 2015. The patient's concurrent conditions included obesity, pulmonary embolism, uterine bleeding, malaise and gastroesophageal reflux disease. Concomitant products included anovlar (loestrin) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression/ psychological or psychiactric problems-condition-depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss") and anxiety ("psychological or psychiactric problems: mental anguish"). On (B)(6) 2015, the patient had mirena inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2016, the patient experienced pulmonary thrombosis (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), menstrual disorder ("menstruation issues"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with rivaroxaban (xarelto), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. Mirena treatment was not changed. On (B)(6) 2016, the pulmonary thrombosis had resolved. At the time of the report, the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and anxiety outcome was unknown and the genital haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter provided no causality assessment for pulmonary thrombosis with essure. The reporter provided no causality assessment for abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pulmonary thrombosis, vaginal haemorrhage and weight increased with mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: device was successfully occluded two coils were visible protruding from the right ostia, one coil visible protruding from the left ostia. Concerning the injuries reported in this case, the following one were reported via medical record confirming events depression,dysmenorrhea, fatigue, anxiety, back pain, migraine most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, indication female sterilization was added. Events: anxiety was newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general)") and pulmonary thrombosis ("clots in lungs") in a 31-year-old female patient who had essure (batch no. A27192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system (batch no. Tu0150p) inserted for menstrual cycle management. Other product or product use issues identified: off label use of device "mirena used to regulate menstrual cycle" on (B)(6) 2015. The patient's concurrent conditions included obesity, pulmonary embolism, uterine bleeding, malaise and gastroesophageal reflux disease. Concomitant products included anovlar (loestrin) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression/ psychological or psychiactric problems-condition-depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss") and anxiety ("psychological or psychiactric problems: mental anguish"). On (B)(6) 2015, the patient had mirena inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2016, the patient experienced pulmonary thrombosis (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), menstrual disorder ("menstruation issues"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with rivaroxaban (xarelto), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. Mirena treatment was not changed. On (B)(6) 2016, the pulmonary thrombosis had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter provided no causality assessment for pulmonary thrombosis with essure. The reporter provided no causality assessment for abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pulmonary thrombosis, vaginal haemorrhage and weight increased with mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: device was successfully occluded two coils were visible protruding from the right ostia, one coil visible protruding from the left ostia. Concerning the injuries reported in this case, the following one were reported via medical record confirming events depression,dysmenorrhea, fatigue, anxiety, back pain, migraine most recent follow-up information incorporated above includes: on 12-oct-2018: event outcome of "pelvic pain" updated to recovered. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain'), genital haemorrhage ('abnormal bleeding (general)') and pulmonary thrombosis ('clots in lungs') in a 31-year-old female patient who had essure (batch no. A27192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system (batch no. Tu0150p) for menstrual cycle management. Other product or product use issues identified: off label use of device "mirena used to regulate menstrual cycle" on (B)(6) 2015. The patient's concurrent conditions included obesity, pulmonary embolism, uterine bleeding, malaise and gastroesophageal reflux disease. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had mirena inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2016, the patient experienced pulmonary thrombosis (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), back pain ("back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), infection ("infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder disorder"), fatigue ("fatigue") and mental disorder ("psych injury"). The patient was treated with rivaroxaban (xarelto) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Mirena treatment was not changed. Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pulmonary thrombosis had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal infection, vaginal discharge, urinary tract infection, cystitis, urinary tract disorder and bladder disorder had resolved and the menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menstrual disorder, infection, headache, migraine, fatigue, alopecia, weight increased, depression, anxiety and mental disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter provided no causality assessment for pulmonary thrombosis with essure. The reporter provided no causality assessment for abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic pain, pulmonary thrombosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased with mirena. The reporter commented: she received treatment for pelvic pain and genital bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: successful occlusion. Hysteroscopy - on (B)(6) 2012: two coils were visible protruding from the right ostia, one coil visible protruding from the left ostia. Concerning the injuries reported in this case, the following one were reported via medical record confirming events depression,dysmenorrhea, fatigue, anxiety, back pain, migraine. Most recent follow-up information incorporated above includes: on 9-jan-2020: new events (psychological disorder, uti, bladder disorder, bladder infection, vaginal infection and vaginal discharge were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain.") And pulmonary thrombosis ("clots in lungs") in a (B)(6) year-old female patient who had essure (batch no. A27192) inserted for contraception. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system (batch no. Tu0150p) inserted for menstrual cycle management. Other product or product use issues identified: off label use of device "mirena used to regulate menstrual cycle" on (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient had mirena inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2016, the patient experienced pulmonary thrombosis (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") and menstrual disorder ("menstruation issues"). The patient was treated with rivaroxaban (xarelto) and surgery (hysterectomy). Essure was removed. On (B)(6) 2016, the pulmonary thrombosis had resolved. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. The reporter provided no causality assessment for pulmonary thrombosis with essure. The reporter provided no causality assessment for infection, menstrual disorder, pelvic pain and pulmonary thrombosis with mirena. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: device was successfully occluded. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-aug-2017: legal claim received. Events infection, menstruation issues and severe pelvic pain added. The plaintiff underwent hysterectomy. A female consumer had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. Three years after essure insertion, she had mirena (levonorgestrel) placed and a few days later experienced clots in lungs. She eventually underwent a hysterectomy. Both events are serious due to medical importance. Event clots in lungs is unanticipated according to essure's and mirena's reference safety information. Pelvic pain is anticipated for both products. Venous and arterial thrombotic events associated with combined oral contraceptives are considered to be an effect of estrogen. There is, to date, no evidence for an increased risk of venous thromboembolism (vte) associated with use of progestin-only contraceptives. Epidemiological data indicate a vte risk in levonorgestrel-ius users comparable to that of non-users of oral contraceptives. Based on this information, causality between clots in lungs and mirena is assessed as unrelated. The same assessment is given for essure, due to the mechanical, non-hormonal action of the device into the fallopian tubes. Regarding the pelvic pain, given the nature of the event and lack of alternative explanation, causality with essure cannot be excluded. This event was assessed as unrelated to mirena, since it was reported to have occurred under essure use. This case was regarded as incident due to the reported hysterectomy. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), genital haemorrhage ('abnormal bleeding (general)') and pulmonary thrombosis ('clots in lungs') in a 31-year-old female patient who had essure (batch no: a27192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system (batch no: tu0150p) for menstrual cycle management. Other product or product use issues identified: off label use of device "mirena used to regulate menstrual cycle" on (B)(6) 2015 and product use in unapproved indication "mirena used to regulate menstrual cycle" on (B)(6) 2015. The patient's concurrent conditions included obesity, pulmonary embolism, uterine bleeding, malaise and gastroesophageal reflux disease. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had mirena inserted (intra-uterine), releasing product at 20 g per day, continuously. On (B)(6) 2016, the patient experienced pulmonary thrombosis (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), back pain ("back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), infection ("infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder disorder"), fatigue ("fatigue") and mental disorder ("psych injury"). The patient was treated with rivaroxaban (xarelto) and surgery (hysterectomy with bilateral salpingectomy). Mirena treatment was not changed. Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pulmonary thrombosis had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal infection, vaginal discharge, urinary tract infection, cystitis, urinary tract disorder and bladder disorder had resolved and the menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menstrual disorder, infection, headache, migraine, fatigue, alopecia, weight increased, depression, anxiety and mental disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter provided no causality assessment for pulmonary thrombosis with essure. The reporter provided no causality assessment for abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic pain, pulmonary thrombosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased with mirena. The reporter commented: she received treatment for pelvic pain and genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: successful occlusion. Hysteroscopy: on (B)(6) 2012: two coils were visible protruding from the right ostia, one coil visible protruding from the left ostia. Concerning the injuries reported in this case, the following one were reported via medical record confirming events depression,dysmenorrhea, fatigue, anxiety, back pain, migraine lot number: a27192, manufacturing date: 2012-07, expiration date: 2015-07. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc; after additional review special circumstance event drug used in unapproved indication was added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general)") and pulmonary thrombosis ("clots in lungs") in a 31-year-old female patient who had essure (batch no. A27192) inserted for contraception. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system (batch no. Tu0150p) inserted for menstrual cycle management. Other product or product use issues identified: off label use of device "mirena used to regulate menstrual cycle" on (B)(6) 2015. The patient's concurrent conditions included obesity, pulmonary embolism, uterine bleeding, malaise and gastroesophageal reflux disease. Concomitant products included anovlar (loestrin) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient had mirena inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2016, the patient experienced pulmonary thrombosis (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with rivaroxaban (xarelto), and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6) 2017. Mirena treatment was not changed. On (B)(6) 2016, the pulmonary thrombosis had resolved. At the time of the report, the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the genital haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter provided no causality assessment for pulmonary thrombosis with essure. The reporter provided no causality assessment for abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pulmonary thrombosis, vaginal haemorrhage and weight increased with mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: device was successfully occluded two coils were visible protruding from the right ostia, one coil visible protruding from the left ostia. Concerning the injuries reported in this case, the following one were reported via medical record confirming events depression,dysmenorrhea, fatigue, anxiety, back pain, migraine. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet - all relevant medical history, concurrent condition, concomitant medication were added. Events: back pain, abdominal pain, alopecia, weight increased, fatigue, dyspareunia, dysmenorrhea, headache, migraine, depression, menorrhagia, and vaginal hemorrhage were added. A female consumer had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and genital haemorrhage. Due to that, three years after essure insertion, she had mirena (levonorgestrel) placed and a few days later experienced pulmonary embolism. About two years later, she underwent a hysterectomy with bilateral salpingectomy. Pulmonary embolism is unanticipated according to essure's and mirena's reference safety information. Pelvic pain and genital bleeding are anticipated for both products. Epidemiological data indicate a vte risk in levonorgestrel-ius users comparable to that of non-users of oral contraceptives. Based on this information, causality between pulmonary embolism and mirena is assessed as unrelated. The same assessment is given for essure, due to the mechanical, non-hormonal action of the device into the fallopian tubes. Regarding the pelvic pain and genital haemorrhage, given their nature and lack of alternative explanation, causality with essure cannot be excluded. These events were assessed as unrelated to mirena, since it was reported to have occurred under essure use. This case was regarded as incident due to the serious injury related to essure. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.